Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set leaked at site on 24-may-2024. The blood glucose level of the patient was 322mg/dl. Moreover, the issue ocuurred with one infusion set used for 24 hours. No further information available.